Event description:
It was reported that approximately two months post implant the patient experienced an infection with sepsis. An echocardiogram revealed vegetation on the right ventricular (rv) lead. The implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.